Manufacturer narrative:
There was no reported patient injury. No sample or lot number reported, therefore no investigation could be performed. The part number was unknown. The part number used was determined from frequent feeding tube orders by customer.

Event description:
A coflo feeding tube was placed at the bedside tor enteral nutrition. According to the reporter it had been replaced at least once due to dislodgement. A few days later the patient went to the operating room for attempted peg tube placement. The corflo tube was removed without difficulty. The surgeon was unable to find a safe window for peg; the procedure was aborted and a new corflo tube was placed under direct visualization with an endoscope. The next day the patient returned to operating room for a planned gj tube placement. The corflo tube was removed. The next day the patient was noted to have retained foreign body on x-ray (linear tubing, up to 4.5cm, weighted tip). Felt to be the tip of the corflo tube. Follow up x-ray showed passage through the gi tract but unclear if the patient passed it.